Event description:
The account alleged the brake will not lock when the brake is set due to a broken rocker arm. No injury reported.

Manufacturer narrative:
The account replaced the brake rocker arm to resolve the issue.